Event description:
Service and repair was requested on the control module due to a persistent error code. The customer was instructed to troubleshoot but it was unsuccessful. The recommendation was made to reschedule the pt's biopsy procedure. There was no other pt consequence reported.